Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system red 68 reperfusion catheter (red68), and a non-penumbra sheath. During the procedure, while advancing the red68 through the sheath to make the first pass, the physician noticed the red68 was broken at the proximal end near the hub. Therefore, the red68 was removed. The procedure was completed using a new red68 and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned red68 confirmed that the catheter was fractured. If the red68 is manipulated at an angle or advanced against resistance, damage such as kink and subsequent fracture may occur. Further evaluation revealed kinks proximal to the fractured location. This damage was incidental to the reported complaint and likely occurred due to manipulation against resistance. The root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.